Event description:
During a demonstration session for use of the freestyle navigator device for the adc customer service team, the adc training rep, a clinical science mgr (csm), attempted to demonstrate the use of a freestyle navigator sensor delivery unit (sdu) on a customer svc rep. Csms are given demonstration kits for training purposes with sdus that contain an inserter without a sharp or a sensor. During the demonstration, the csm cleaned an area of the subject's left arm and removed the sensor mount from its package, applied the adhesive tape of the sensor mount and demonstrated how to deploy the inserter. The subject reported they did not feel anything upon deployment of the inserter. After the demonstration inserter was deployed, blood appeared at the site. The subject's arm was cleansed, a band-aid was placed and the subject was taken to the emergency room for eval per the customer svc site protocol. There is no info regarding the treatment or diagnosis at the emergency treatment facility.

Manufacturer narrative:
The demonstration sensor delivery unit was returned and the investigation confirmed the unit to contain a sharp. The demonstration kits distributed to csms should not have sharps or sensors in the sensor delivery units. The demonstration units are not intended for human use and are not in sterile packaging. Demonstration units are not intended to be used on humans as artificial skin is provided for demonstration purposes. Subsequent to this event, adc has reviewed all demonstration inserter units in inventory to confirm sharps have been removed from the units.